Event description:
It was reported that during a shock, the device made a noise and a formation of sparks was seen. Prior to explant, it was not possible to measure the shock impedance. The device had burns on the can and the lead had at least two insulation defects. The distal portion of the lead was left in the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
A portion of the lead was returned for analysis. An abrasion was found on the insulation and the two df-1 rv cables were separated, and melted in the area of the abrasion. The damage is consistent with that occurring due to friction with the ICD can.